Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode. There were no stored episodes in the logbook, however farfield r-wave oversensing was noted. The cross chamber blanking and automatic gain control were reprogrammed. The farfield oversensing was still observed, however was intermittent. Boston scientific technical services (ts) discussed there were limited options for reprogrammed. It was reported the patient would be referred for an electrophysiology study. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service without further complication. Should additional information become available this report will be updated.